Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis and visual inspection of the returned device found a kink at 105.5cm from the proximal end and a fracture located at 183.3cm from the proximal end. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a guide wire tip detachment occurred. The severely calcified lesion was located below the patient's knee. At an unspecified time, the 185cm pt2 moderate support guide wire was being retracted into another manufacturers' support catheter when the radiopaque tip broke off with no noticeable significant friction and without applying excessive force. The detached tip was successfully retrieved using a wire cutter and no wire segment remained in the patient's body. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a guide wire tip detachment occurred. The severely calcified lesion was located below the patient's knee. At an unspecified time, the 185cm pt2 moderate support guide wire was being retracted into another manufacturers' support catheter when the radiopaque tip broke off with no noticeable significant friction and without applying excessive force. The detached tip was successfully retrieved using a wire cutter and no wire segment remained in the patient's body. No patient complications were reported and the patient's status is stable.